Event description:
A (B)(6) female underwent zenith aaa repair on (B)(6) 2010 with a zenith renu convertor and an iliac leg. No adverse affects reported. On (B)(6) 2010, the pt had a type I endoleak at the left limb in which the physician was to treat with an additional iliac leg. There was calcium up the wall of the vessel and not enough of an adequate seal causing the leak. The physician placed a marker pigtail and checked the length and determined to put another limb in and extend it to the left internal iliac, then proceeded to balloon with a 16 x 2 esophageal balloon. He ballooned and then checked the seal with a retro grade run, leak persisted and ballooned again. Another run showed a left internal iliac artery rupture. He proceeded to re-inflate the balloon and get control of the rupture. The pt was stabilized a few times and the next step was to place another limb down past the rupture and seal into the external iliac. The issues were that the pt was very small and could not handle the balloon being deflated long enough to place a limb. They then proceeded to cut down higher on the groin and get control of the rupture. The iliac ruptured at the internal iliac and went up from there at the calcium. The doctor stated that it looked as though it split at the calcium and tore up from there. He could see the graft. Once he gained a little more control, he placed the limb in the iliac and extended down into the external with a zenith iliac leg graft. The rupture was controlled, but still had a minor leak. The physician was able to fix the minor retrograde leak.

Manufacturer narrative:
(B)(4). The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines the importance of an accurate deployment. Initial repair was performed (B)(6) 2010. Pt presented (B)(6) 2010 with type 1b endoleak. There was calcium in the vessel, resulting in poor apposition and subsequent type 1b endoleak. The IFU warns that irregular calcification and/or plaque may compromise sealing sites. A zenith iliac leg was deployed, but the endoleak persisted. Ballooning with another manufacture's balloon resulted in vessel rupture, requiring surgical repair of the rupture and placement of zenith iliac leg into the external iliac. The physician commented that the rupture propagated from the calcium. The endoleak persisted. It was determined that the endoleak was a retrograde leak and the complaint correspondence indicates that the physician was able to resolve. Without imaging or additional info, we are unable to comment on the patient's suitability for evar. The renu device is not intended for primary endovascular treatment. Pt anatomy and user technique likely resulted in the reported difficulty. At this time, there is no indication that a design or process induced failure of the device resulted in the reported difficulty. We will notify the appropriate (B)(4) personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera).